Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a herniorraphy on (B)(6) 2015 and absorbable straps were used. During the procedure, the plastic tip of the device detached and fell into the patient. It was successfully removed with no additional tissue dissection required. Another like device was used to complete the procedure. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Event description:
It was reported that a patient underwent a herniorraphy on (B)(6) 2015 and absorbable straps were used. During the procedure, the plastic tip of the device detached and fell into the patient. It was successfully removed with no additional tissue dissection required. Another like device was used to complete the procedure. There was no adverse patient consequence reported.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was returned with the cannula cap detached from the cannula tabs and missing. No other visual damage was noted. The instrument was functionally tested and it worked as intended. It is possible that the cannula cap detached due to excessive force applied to the device during use. The device was disassembled and no damage was found on the internal components.